Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date, indication and name of initial surgical procedure? Other relevant patient history/concomitant medications? Product code and lot number? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe a revision surgical intervention for erosion including surgical findings? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2017 and the mesh was implanted. Mesh erosion occurred as minor outcome and revision procedure was done on (B)(6) 2019. Additional information has been requested.